Event description:
It was reported that pt is experiencing occasional pain swelling.

Manufacturer narrative:
The event was confirmed. A voluntary recall ra 2013-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.